Event description:
The facility representative reported a colleague infusion pump with failure code 812:02. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.04.00 - unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 812:02 was confirmed in the pump's event history. The root cause of the reported problem was assigned to a faulty pump head module. The pump head module was replaced in order to correct this condition. Additional information: a device history record review was performed finding that there were exceptions, nonconformities, and/or reworks that occurred during the manufacturing of the complaint lot or serial number. Specifically, the pump could not power up and had a white dot on the display. The printed circuit board on channel a connector was reinserted and the bezel assembly was changed respectively. The pump passed subsequent testing.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.